Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one 6f export ap aspiration catheter and one non-medtronic guidewire when there was wire lumen damage of the export aspiration catheter and notable resistance/friction was encountered during wire movement. The non-medtronic guidewire encountered resistance in the middle of the catheter and the guidewire could not pass through. The non-medtronic guidewire was prepped per IFU. The wire lumen damage was first noted during the process of delivering the export aspiration catheter and the device entered the patient's vasculature. There was no damage noted to the packaging. The device was removed from packaging per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. The lesion being treated was a mildly tortuous lesion with 80% stenosis located in the mid right coronary artery (rca). There was resistance encountered when advancing the device, and excessive force was not used during insertion/delivery. No patient complications were reported as a result of the event.